Event description:
Rn found infant with PICC (peripherally inserted central catheter) line leaking into bed during first assessments. PICC line was intact during rn hand-off. Fluids were stopped and PICC line was removed.